Event description:
The pigtail tip of the catheter separated completely from the catheter body while within the left ventricle of the heart. The physician was able to remove the tip with a snare. There was no reported injury to the pt. The catheter was discarded at the facility and will not be returned.